Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hav igm results from the cobas e 801 module. The anti-hav igm result was 2.25 coi (reactive). The anti-hav g2 result was 1.17 coi (non-reactive). Using a different cobas instrument, the anti-hav igm result was 2.07 coi (reactive) and the anti-hav g2 result was 1.15 coi (non-reactive). The patient went to another laboratory, and the having result was non-reactive. The method used was not known.

Manufacturer narrative:
For further investigation, the received patient sample was retested, and the customer's results were reproduced. The sample was then tested with three different lots of elecsys anti-hav igm reagent, and all the results were reactive. Further testing found the sample was falsely reactive for elecsys anti-hav igm due to the presence of igm directed against the ruthenium-label of the assay. Per product labeling for the assay: in rare cases, interference due to high titers of antibodies to immunological components, streptavidin or ruthenium can occur. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The reagent performed within specification.